Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad was unresponsive. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that up arrow button on the insulin pump was not responding as fast as before and numbers were not ramping on their own. Customer also stated that the scroll bar was not moving with no input and pressing menu button takes them to the menu screen. Customer stated that block mode was inactive. The insulin pump will not be returned for analysis.